Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) were cutting but without effective energy. The cable was replaced but it still did not emit monopolar energy. The procedure was completed with no reported injury.